Event description:
It was reported that only half of the sterile water in the foley catheter was drained out during the pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that only half of the sterile water in the foley catheter was drained out during the pre-test.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. Malfunction is not against a bd or bard product. This report is being submitted as additional information. The reported event was confirmed- other. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted that using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and concentricity ok. With the return syringe attached the balloon deflated 3ml within 5 mins. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly and concentricity ok. With the (in-house) syringe attached the balloon was able to passively drain fluid within 1 min and 1 seconds. The complaint is against the syringe. The labeling is found to be adequate per sample evaluation, the reported event is against the syringe (belongs to the tray lot number), which that tray lot number wasn't provided. Therefore, DHR review can't be completed. Correction: e,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that only half of the sterile water in the foley catheter was drained out during the pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.